Manufacturer narrative:
Consumer¿s wife reported husband accidentally rinsed lenses with solution prior to lens insertion and experienced burning resulting in a visit to the emergency room. Patient¿s eyes were flushed and an unknown eye drop was prescribed. The consumer was reported to have been diagnosed with a temporary chemical burn in right eye and instructed to follow up with an eye doctor. A visit to an eye doctor was made a few days later and the doctor changed medication. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, "hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema."the symptoms and reported diagnosis of temporary chemical burn are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The consumer has recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer's wife reported husband accidentally rinsed lenses with solution prior to lens insertion and experienced burning resulting in a visit to the emergency room. Patient's eyes were flushed and an unknown eye drop was prescribed. The consumer was reported to have been diagnosed with a temporary chemical burn in right eye and instructed to follow up with an eye doctor. A visit to an eye doctor was made a few days later and the doctor changed medication. Consumer has recovered. Medical documentation was not received.